Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was verified and ready to use. The usm was returned for failure analysis (fa), and the reported complaint was confirmed via system logs. Upon visual inspection, a badly misaligned rolling loop was found that would be related to the reported event. The unit was installed onto a patient side cart fixture test platform where the fiber test and check all boards were found to be failing on the rolling loop and axes controller, carriage. Once testing was completed, the rolling loop fiber was tested and verified to be the source of the fault. As a result of this investigation, fa has concluded that the rolling loop fiber in the usm was found to be the root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, arm 3 faulted and the site was instructed to perform a hard restart in an attempt to resolve the issue with the arm, but the issue persisted. The site indicated the need for four arms for their case and planned to discuss this with the surgeon. The site later called back to report that the previously reported issue had returned. The procedure outcome is unknown with no reported injury.